Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked display window, minor scratched lcd window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 176 mg/dl. The customer stated that he had to keep pressing the buttons until it would finally respond properly. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.